Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pump was not recognized by aic (automated impella controller). The staff guided them through case start a second time, pump got recognized, but didn't start later. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation into the reported issue is complete. Pump was recognized by aic, started and ran successfully. No damage or abnormalities were found.

Event description:
Customer tried to implant cpsa, pump was not recognized by automated impella controller (aic). Guided them through case start a second time, pump got recognized, but didn't start later. Customer exchanged pump. Pump was not recognized by aic again. Case was restarted on aic, this time successful, pump did start. Case was completed with on site support without problem.